Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025 a patient presented with grade 3 functional tricuspid regurgitation (tr) and tethered leaflets for a triclip procedure. During the course of the establish final arm angel (efaa) test of the triclip device, the triclip opened slightly to 5 degrees. Troubleshooting was performed by unlocking, opening to 60 degrees, locking and closing the clip. The efaa test was repeated, with the clip opening again to 5 degrees. The physician decided that the clip angle was within 5 degrees and proceeded with the procedure. During the deployment of the triclip, the clip opened to the same angle and remained stable on both leaflets. The final tr was grade 1. There were no reported adverse patient effects and no clinically significant delay.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated, and the unintended movements associated with clip opening while locked and clip opening during efaa per the physician is related to normal function of the device and due to settling of the clip. There is no indication of a product issue with respect to manufacture, design, or labeling.